Manufacturer narrative:
The clinical investigation of this report concluded that there was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The patient's peritonitis was likely related to an infected catheter. The most common cause of peritonitis is a breach in the technique or biofilm on the peritoneal dialysis catheter.

Event description:
The actual occurrence date of the event could not be confirmed but additional information obtained from the hospital discharge summary indicated that the patient was hospitalized (B)(6) 2017. An effluent culture test performed in the hospital was positive for coccobacillus which was treated with vancomycin and cefepime. While the patient was hospitalized, the pd catheter was removed on (B)(6) 2017 due to being infected and the patient started hemodialysis (hd). According to the pd nurse the patient has recovered and the infection has cleared.

Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the clinical investigation of this report concluded that there was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in the technique or biofilm on the peritoneal dialysis catheter. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
The spouse of a peritoneal dialysis (pd) patient called technical support stating that the patient was experiencing some drain complications. The patient¿s spouse stated that the patient had been hospitalized the night before for non-cycler related issues. Upon follow up with the patient¿s pd nurse, it was determined that the patient was hospitalized for a peritonitis infection. An effluent culture test performed in the hospital came back positive for acinetobacter. The patient has recovered and the infection has cleared. No further information has been made available.